Event description:
A company representative reported that four pyrenees constrained cervical drivers were not holding screws and one pyrenees constrained cervical torque limiting driver did not fit properly in handle intra-operatively. There were no adverse consequences to the patient. The procedure was completed without surgical delay. This report captures the fourth of the five drivers.

Event description:
A company representative reported that four pyrenees constrained cervical drivers were not holding screws and one pyrenees constrained cervical torque limiting driver did not fit properly in handle intra-operatively. There were no adverse consequences to the patient. The procedure was completed without surgical delay. This report captures the fourth of the five drivers.

Manufacturer narrative:
H6 coding has been updated to reflect device evaluation and investigation conclusion.